Event description:
During a trivex procedure the illuminator light cables burnt out. No light was transmitted and case had to be stopped. Saphenous vein had already been removed and the surgeon had started on removing the varicosities. Patient needs to come back to complete surgery.